Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11566. It was reported the patient had fallen and the stimulation had changed. The sjm representative met with the patient for reprogramming, but was unable to provide stimulation coverage. It was reported the x-rays showed the leads had migrated. Follow up identified the physician replaced both leads. It was reported the patient regained stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.